Event description:
It was reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading was 249 mg/dl. The customer stated that the insulin pump would alarm no delivery, and he noticed that the insertion site would gather with blood. He noted that when he would change the insertion site, the issue would be resolved, but then the device would alarm no delivery a while thereafter. The customer reported that the alarm was resolved by a complete infusion set change. He declined returning the infusion set and reservoir for analysis. Upon troubleshooting, the customer was advised that the insertion site may have been occluded. Advised him to change the entire infusion set and return the current infusion set for analysis. He observed that when he delivered a bolus, he would feel some pain and when he looked at it, he noticed the site was bleeding. He noted it was not actively bleeding. Advised him to monitor the issue. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.